Event description:
It was reported that while deploying the first anchor, second anchor also came out from the slot while pushing the knob inside. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. Both ts and suture remain on the delivery needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Device was not returned in the reported condition of the complaint of simultaneous deployment. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that while deploying the first anchor, second anchor also came out from the slot while pushing the knob inside. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.